Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this lead returned for a follow-up, at which time a lead safety switch notification was observed. An x-ray was taken and it is suspected that the lead has subclavian crush damage. The lead will be replaced. No resulting adverse patient effects were reported. The associated device was programmed to unipolar pending the revision. Subsequently, the lead was replaced however discarded and not intended to be returned. No adverse procedural effects were reported.